Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the images were frozen on the monitor and the system would not complete boot up. There is no report of patient injury associated with this event.